Event description:
During a presentation, it was reported that the novalung console displayed error code #211, followed by error code #208. It reportedly happened several times during the presentation. The flow board and fuco-flow filter board had already been replaced to resolve a prior issue with error code #208. Alarm #208 is related to the CAPA that was opened for flow measurement issues. Alarm #211 occurs when the signal is too weak, for example, when the flow sensor is not connected to filled tubing. There was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported alarms. No parts were replaced and the sensor box was available for manufacturer evaluation.

Manufacturer narrative:
For prior event where error code #208 occurred on this console, see associated MDR (MFR report #: 3012172416-2022-00029). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. When the sensor box was switched on, alarm #208 was issued immediately. After repeatedly plugging/unplugging the connector at p102, the alarm message #208 continued to occur. The d500-0187cb cable was replaced with a new one, and alarm #208 still continued. Subsequently, the digiflow-mini1 board of the sensor box was replaced, the original d500-0187cb was connected, and then alarm #208 no longer occurred. A check of the serial number of the installed digiflow-mini1 board with the production documents for this sensor box showed that the digiflow-mini1 had not been replaced; it still corresponds to the original production status. After several reconnections between the different digiflow-mini1 boards, alarm #208 no longer occurred even with the original digiflow-mini1 board. Alarm #208 no longer occurred even in continuous operation of the sensor box. Optical examination of the cables and connectors under a microscope revealed deposits on the p102 connector of the digiflow-mini1 board. A review of the device history record (DHR) found there were no non-conformances during the manufacturing process. However, it was found that the sensor box included components with a problematic material combination. The described situation is adequately addressed in the instructions for use (IFU). Review of the machine files confirmed there were multiple periods where the console repeatedly issued alarm #208. The cause of the low supply voltage and alarm #208 was located at connector p102 on the digiflow-mini1 circuit board. The contacts on this connector showed deposits which were most likely from the previous cable harness with tin contacts, but also paint residue from the marking point of the new cable (a red dot, which marks the side with the gold contacts). Based on the findings of the investigation, the reported event has been confirmed.

Event description:
During a presentation, it was reported that the novalung console displayed error code #211, followed by error code #208. It reportedly happened several times during the presentation. The flow board and fuco-flow filter board had already been replaced to resolve a prior issue with error code #208. Alarm #208 is related to the CAPA that was opened for flow measurement issues. Alarm #211 occurs when the signal is too weak, for example, when the flow sensor is not connected to filled tubing. There was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported alarms. No parts were replaced and the sensor box was available for manufacturer evaluation.